Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1908 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a plastic shaving was noted inside the introducer in the kit. It was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of plastic shavings within an introducer is inconclusive due to the condition the sample was returned in. One 5 fr microintroducer was returned for evaluation. An initial visual observation showed blood residue on the returned sample. A dark material was observed within the dilator. The dilator was removed from the introducer sheath and additional dark material could be seen within the dilator. No obstructions could be seen in the introducer shaft. A microscopic observation revealed the dark material within the dilator was blood residue that was mostly dry. The dilator was cut at multiple points along its shaft in an attempt to locate the alleged foreign material, however no abnormalities were found within the dilator. A 0.018 in. Guidewire was used to probe the interior of the dilator and push the residue out of the dilator. Only blood residue was found within the dilator. While no plastic shavings were observed on or in the returned sample, the amount of blood residue within the sample and the overall used state the sample was returned in prevented confirmation of the alleged event. A lot history review (lhr) of recv1908 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a plastic shaving was noted inside the introducer in the kit. It was not used.

Event description:
It was reported that a plastic shaving was noted inside the introducer in the kit. It was not used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv1908 showed no other similar product complaint(s) from this lot number.